Event description:
Patient received a pump that has a bum mark on the yellow battery tab. Pump was programmed and functioning but unknown reason for this burn mark so pharmacy will replace serial number (B)(4). Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.